Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. (B)(6) sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative result for sample # 05 for direct antiglobulin test on (B)(6). However, indicated when facility received their summary report, the actual result for sample # 05 should have been positive. According to customer, sample was first tested using both ortho and immucor polyspecifc reagent and was positive (2+). With additional testing using ortho anti-c3d bioclone, no reaction was noted. Results were reported as negative for c3d bioclone. No qc testing performed on day of testing account did not specify day of original testing.; but reported incident on (B)(6) 2016 to ocd frequency: 1x/ (B)(6) sample 05. Methodology used: tube testing. Sample type: (B)(6) sample. Customer claimed upon getting summary report, site repeated testing using anti-c3d-lot # mcd115h (another lot) and indicated saw microscopic weak positive reaction after rt incubation. Cards /cassettes/rbc storage condition temperature: all reagents stored appropriately. Visual appearance before use: all reagents have a normal appearance prior to use. Repeat testing was performed and customer was still getting negative with lot # mcd115f and barely positive with mcd115h. Ocd discuss possible sample related. Customer did indicated according to summary report, five percent of facilities failed the (B)(6) proficiency #05.